Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited shock impedance measurements of zero ohms during a commanded shock. It was noted that the patient was on a ventilator at that time and therefore it was discussed that this could have caused electromagnetic interference (emi) with the device. The daily measurements showed shock impedance measurements which were in normal range. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.